Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator started AED mode during defibrillation. The unit was set to 200 when it started giving voice commands. There was no patient involvement.